Manufacturer narrative:
Original surgery was performed by dr. (B)(6) on (B)(6) 2024 (B)(6) hospital. Patient was on a trip in (B)(6) and was prepping for a standing photo on (B)(6) 2025 when her hip dislocated, she fell, was taken to a hospital in (B)(6), they performed a surgical reduction to put the hip back into place, they told her to rest for 9 days before coming back to the states. She went and saw (B)(6) on (B)(6) 2025 and then saw dr. (B)(6) on (B)(6) 2025. She is getting a follow up CT scan and is under the care of dr. (B)(6). Pending additional information from dr. (B)(6). This is the first reported incident involving these implants. Per dr. (B)(6), the patient's parts are well fixed and a CT scan confirmed positioning, the cup is a little vertical but within target range. Its a really strange story because it was doing great for over a year and then the story is it just popped out while she was standing on the beach. Dr. (B)(6) may revise the cup or put a constrained liner in the cup. The patient is still deciding on what she wants to do.

Event description:
Dislocated hip. Surgical reduction to correct a dislocation 13 months after original tha.